Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2011, patient underwent bilateral knee replacement surgery and was implanted with optetrak devices. Patient developed severe pain in his left knee and was advised he would require revision surgery due to premature polyethylene wear of the tibial insert. As a result, he underwent revision surgery of his left knee on (B)(6) 2021. Following the revision surgery of his left knee, patient continues to be limited in his activities of daily living. Despite undergoing revision surgery, patient experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life. Patient also continues to be limited due to ongoing pain in his right knee which has not yet been revised. Patient is in the process of scheduling a revision surgery for his right knee. As a direct, proximate results, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct result, patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress and pain and suffering.

Manufacturer narrative:
Added information to d8. H6: investigation results - the revision reported may have been the result of femoral loosening and prosthesis wear. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reason for the reported loosening and wear could not be confirmed since the devices were not returned for evaluation and images were not provided.

Manufacturer narrative:
Additional information: b5, d1, d4-all, g4. 510k h6. Medical device problem code. Pending investigation.

Event description:
Additional information received via legal: revision operative report of (B)(6) 2022 [relevant information] preoperative diagnosis: failed left total knee replacement; left knee aseptic loosening femoral component, left knee osteolysis. Patient presents with a painful and unstable left knee replacement; patient was noted to have aseptic loosening of the femoral component and marked osteolysis. Left knee was examined under anesthesia and noted to have varus/valgus instability, he also had a large effusion. The patella was subluxed laterally. There was very extensive synovitis, and a very thorough synovectomy of the joint was performed. There was noted to wear of the liner. The femoral component was noted to be loose and was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection-multiple specimens were sent to pathology. The patella was noted to be well fixed, but there was some wear on the patella. There was some osteolysis of the remaining patella that was debrided. Dressings were applied. The patient was transferred to the recovery room in stable condition. Post-operative plan: the patient will be allowed to weight-bear as tolerated. Postoperative antibiotics as well as dvt prophylaxis will be administered. An x-ray will be obtained in the recovery room. The patient will be seen by the case manager/social worker who will coordinate the discharge plan. The patient will be discharged home from the hospital when comfortable and have met all physical therapy goals.